Event description:
It was reported that the customer was not getting a no delivery alarm from the insulin pump. Customer's glucose reading was 123 mg/dl. Customer stated there were some chipped parts on the reservoir. Advised the customer to discontinue use of the insulin pump and revert to back-up plan per health care professional's instructions. Notified the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a cracked reservoir tube window, a broken belt clip slot at battery tube threads area, cracked battery tube threads and a cracked display window corner.